Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The proportional valve was replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that mechanical ventilation stopped during a case. There was no report of patient injury.

Manufacturer narrative:
Additional information was received that the ventilation failure occurred during the self-test. Failure of the self-test prevents use of the unit till the self-test passes. This was not a reportable malfunction. Additional information was received that the ventilation failure occurred during the self-test. Failure of the self-test prevents use of the unit till the self-test passes. This was not a reportable malfunction.